Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4.

Event description:
It was reported the array would not fully deploy. A radiofrequency ablation procedure was being performed. A 4.0/14/15 leveen¿ standard was selected for use. The device was positioned in the patient. When the plunger was pushed all the way down the plunger would come back up on its own. It was visible under CT that the tines were only partially deployed. The doctor opened a new 4.0 probe and entered the tumor at a different angle and was able to get the tines to fully deploy. There were no patient complications reported.